Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 7.9mmol/l. The customer stated that the screen is blank and buttons stopped working. Customer stated pump did not wet or dropped. Customer was advised that pump will needs to be replaced. Customer agreed to swap.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. No blank display noted. Unable to perform selftest, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to no button response. No isolated tape damage noted on lcd board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clips lot, cracked battery tube threads, cracked reservoir tube, missing endcaps sticker and corroded battery cap contacts.